Manufacturer narrative:
The field service engineer evaluated the instrument and found reagent probe b bent. The fse replaced reagent probe b and ran precision on patient samples. The fse observed imprecision on patient samples. During the quality control (qc) sample run observed reagent probe a not vacuuming. The fse replaced the valve. Review of service records indicates no further calls as of 11/05/2013. Identified failure mode: failure mode was hardware on the cartridge chemistry (cc) side of the analyzer. The valve and reagent probe b were replaced. These are common parts to the cc side of the analyzer and failure of these parts can cause any or all assays to be affected.

Event description:
The customer reported erroneous high test results for vancomycin and phenytoin were obtained for two different patients when using the unicel dxc 600 synchron system. The erroneous high test results were not reported out of the laboratory. Lower test results were obtained when the samples were retested, and the lower test results were reported. There was no death, injury or affect to patient treatment.